Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer could not remove cartridge without "white piece" becoming detached. There was no reported impact to customer's blood glucose. Reportedly, a cartridge change was performed to resolve the issue.